Manufacturer narrative:
Correction: this is a product problem not an adverse event. Labeled for single use: marked, no.

Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to investigate the reported event. The fse was able to confirm the reported event by reviewing the error log. The fse was able to reproduce the reported issue by running daily check. The fse found liquid on the home sensor s101, which was cleaned using a canned air duster. The fse found the wash probe tube being disconnected. The fse proceeded to install the wash probe tube properly. The aia-360 instrument was primed without any issues. The fse also replaced faulty thermal printer and printer interface board, as the customer had reported printing issues as well. Quality controls were ran, which passed without any issues. No further action was required. The aia-360 instrument was performing within manufacturer's specifications. The aia-360 instrument, serial number (B)(4), was installed at the account on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from 20-jun-2018 through aware date 23-may-2019. There were no other similar events reported during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: if an error occurs, the device stops and the message shown below is displayed. If an error message is displayed during an assay, you may not be able to continue the assay. Error message: 4002 turn table home not found description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported "4002 turn table home not found" error message was due to a loose wash probe tube.

Event description:
A customer reported getting error message "4002 turn table home not found" while running patient samples on the aia-360 instrument. The customer powered off and on the instrument, but the error message persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.